Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: user started therapy for oxaliplatin at 1337 hrs at a rate of 157 ml/hr with a vtbi of 350 ml. Therapy is expected to run for 2 hrs. Without any alarm sounding off, user went to check at 1546 and realised that the physical bag still had 1/4 of its content left. Therapy continued on another pump at 1550 and ended at 1622. Therapy was delayed for approx. 30 mins. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number 400657098. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date. D4 device returned to manufacturer. General information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6) software version: n030001 hours of operation: 9244 h further information: n/a history inspection: the device history files were read and analyzed. The history files from (B)(6)2024 were investigated (specified date of the incident, given from the costumer). At 07:35 am a space line was inserted. A rate of 157 ml/h and a vtbi of 350 ml was selected. The infusion was started at 07:36 am. At 08:26 am the infusion was stopped by the costumer. Up to that time device has delivered a volume of 131,1 ml. At 08:30 am the infusion was started again. At 09:00 am the infusion was stopped. The costumer used the standby mode a few minutes and started the infusion again at 09:05 am. At 09:45 am the infusion was stopped by the costumer. Up to that time the device has delivered a volume of 311,8 ml (act. Volume infused). The line was taken out at 09:46 am and the device was turned of a bit later. The infused volume pass the set parameters from the costumer. Inside the history files no anomalies could be detected. Addition information: for the device two complaints with different specified dates of the incident were given. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. The complaint malfunction could not be detected inside the history files. The device worked like set by the costumer.